Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation ablation with a thermocool smarttouch sf catheter and the patient experienced pericardial effusion that required pericardiocentesis. During the case, the physician performed a transseptal puncture and he realized there was a pericardial effusion. The medical team stopped the procedure and drained the blood in excess. They stabilized the patient without the need of surgery. During the moment of the pericardial effusion, the physician was not using johnson & johnson products, he was using a brk needle and an agilis steerable sheath. The physician was using carto3 system to help him with the transseptal with univu module. Some minutes before the effusion, he was able to go transseptal to the left atrium with the stsf ablation catheter with a zero fluoro approach but he wasn't able to follow with agilis sheath. He came back to the right atrium and tried a transseptal procedure again with fluoroscopy and it was at that point he caused the effusion.